Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor showed episodes of undersensing that led to irregular intervals and inappropriate identification of atrial fibrillation. No further information was available.